Event description:
It was reported that the patient underwent a revision procedure 1 year post implantation due to pain, loosening and impingement. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00700006620 item name 66mm cup size revision shell lot # 64942997, 00662406540 item name bone screw selftapping 40 mm length 6.5 mm dia. Lot # 00662406535 item name bone screw selftapping 35 mm length 6.5 mm dia. Lot / # 65829176. 00662406520 item name bone screw selftapping 20 mm length 6.5 mm dia. Lot # 65134513, 00662406515 item name bone screw selftapping 15 mm length 6.5 mm dia. Lot # 65871275, 00625006525 item name bone screw selftapping 6.5 mm dia. 25 mm length lot # j7470741, g2: foreign: australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.